Event description:
The customer reported that the nicu rn programmed the device to infuse fluconazole 2.7mg/1.35ml for 60 minutes, however, the medication infused in over 5 minutes. The rn states that the over infusion may be related to the programming of the "brain" as it has (B)(6) 2018 update. Guardrails set at 1.37ml/hour for 2.7mg in 1.35ml fluid. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: (;(2)pri tubing;bd syringe 3ml, therapy date (B)(6) 2018. The customer¿s report of an overinfusion of fluconazole was not confirmed. During physical inspection the only observed anomalies were dull iui connectors. Functional testing of the syringe module showed no anomalies. The pcu event log shows that the syringe module was programmed in the neonatal ICU profile to infuse a custom concentration of fluconazole using a 3ml bd syringe with 0.1332ml detected at 9:44 am on 16 october 2018. The user entered 0.86kg for the patient weight, 2.7mg for the drug amount and 1.35ml for the diluent volume, which made the dose 3.14 mg/kg, to infuse over 1 hour. At these parameters and with the volume detected in the syringe, the rate was calculated to be 0.39ml/hr with a vtbi of all (0.1332ml). At 9:46 am, the user changed the rate to 1.35ml/hr, however did not complete the programming. At 9:47 am, the device alarmed for check syringe and then clamp open. At 9:48 am, the user selected an undetermined syringe. The clamp was closed and the device alarmed for syringe empty. The user then reprogrammed the infusion of fluconazole but did not complete the programming. The user again selected an undetermined syringe and then the device alarmed for syringe empty. The user reprogrammed the infusion of fluconazole but did not complete the programming. At 9:49 am the user selected an undetermined syringe and then the device alarmed for syringe empty. The user again reprogrammed the infusion of fluconazole but did not complete the programming. At 9:50 am, the user channeled the device off. The volume recorded as being infused during this period was 0.0064ml. The root cause of the customer¿s report was not identified. An overinfusion is not believed to have occurred since the infusion only ran for approximately 3 minutes and the volume detected in the syringe was 0.1332ml and not 1.35ml.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the nicu rn programmed the device to infuse fluconazole over one hour, however, the medication infused in over 5 minutes. The rn states that the over infusion may be related to the programming of the "brain" as it has (B)(6) 2018 update. Guardrails set at 1.37 ml/hour for 2.7 mg in 1.35 ml fluid. There was no patient harm.